Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had back surgery on (B)(6) 2020. When they were up and walking a couple of weeks after their back surgery, they turned their stimulation back on. The stimulation was not working for covering their pain, so they stopped using their therapy. The patient met with a manufacturer representative a couple of months prior to the report because they were unable to get their implant battery to charge. At that time, they were unable to get the battery to charge. The patient just met with a manufacturer representative on the day of the report, and they were unable to get their battery to charge, as well. At the time of the report, the patient was seeing a reposition antenna screen on the recharger when trying to recharge. Additionally, the patient noted that they have an upcoming MRI, and they were unable to get into MRI mode which the facility requires. The patient was redirected to their health care professional to further address the overdischarge.